Event description:
The hosp reported that during a coronary artery bypass procedure, two heartstring iii devices did not load properly. Replacement devices were used to complete the procedure. The hosp did not report any pt effects. The hosp intends to return the product in question. Refer to MFR report# 2242352-2012-00258 for the related report.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).